Event description:
Reported due difficult device removal requiring surgical intervention and prolonged hospital stay. The physician attempted an arteriotomy closure with the starclose device after an interventional procedure. A femoral angiogram confirmed the puncture site to be in the common femoral artery (cfa), which was greater than five (5) mm. With "no calcification seen." It was reported there was "no resistance felt" during insertion or deployment, but "it was not possible to remove after the trigger was fired. The safety release button was inoperable as it was stuck inside and jammed." The vessel locator button "was cycled many many times." "Counter-traction was provided on the patient's body to pull out the device assertively. However, patient was in great pain when device was being pulled out. The device was then surgical removed" under general anesthesia in the operating room. "A purse string was tied around the area involved, the string was pulled together to close up the affected area before the device was cut out." The patient was hospitalized one additional day.